Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. Without analysis of the complaint device, it was not possible to determine if the device exhibited any irregularities that may have contributed to the reported event. It is notable that there is no indication that the stent involved in this event malfunctioned or did not perform according to specification. The exact cause of the reported event could not be determined, therefore, the root cause is documented as an anticipated procedural complication.

Event description:
Taxus express2 post market surveillance study. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The patient presented for treatment with silent ischemia. The target lesion was a type a, de novo lesion of the proximal cx (circumflex), measuring 3.0x16mm with 90% stenosis. The lesion was predilated using a 2.00x10mm balloon at 8 atm and a 3.0x20mm taxus express2 drug eluting stent was deployed at 10 atm. Following deployment of the 3.0x20mm taxus stent, a dissection occurred. Another 2.5x12mm taxus express2 drug eluting stent deployed in the lcx first obtuse marginal after thrombus was aspirated and sigmart 6ml was injected into the coronary artery. Both stents were post-dilated using the 3.0x20mm delivery balloon and a 2.00x10mm balloon ( it was the same balloon that was used for predilation) at 18 atm using a kissing balloon technique. The physician confirmed with ivus (intravascular ultrasound) that both stents were well positioned and well apposed. The patient was discharged three days following the procedure. The physician reported the dissection was definitely related to the device. There were no further adverse events reported and the patient was stable post procedure.